Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and bleeding. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had visited the ER (emergency room) due to bleeding. The patient's wore the pod less than one hour. It was also reported that the needle did not fully insert into the infusion site. Symptoms reported include having bumps of the skin and the site swollen. They were able to stop the bleeding but did not want to provide anymore information. The patient was still in the ER at the time of the report. The pod was removed before going to the ER.